Manufacturer narrative:
(B)(4). A failure mode duplication could not be conducted at this time because the complaint states an interaction with a capio device which is a device from customer boston scientific and not from teleflex. A device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon loaded and operated the device during a procedure but during deployment the needle broke away and became caught in the catching area of the device. A decision was made to try another capio device. It was reported that the needle detached and was found inside the capio cage. The patient's condition was reported as fine.